Manufacturer narrative:
No sample has been returned for evaluation for the report of vision issues and inflammation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative worsening in visual field loss is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a micro-stent device, the consumer is experiencing many problems. He reports his vision comes and goes, he is disoriented, and he is having problems reading. He has been placed on medication because he experienced inflammation. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reports his vision for reading decreased after cataract surgery, but it has improved. The consumer reported his doctor told him before cataract surgery that his vision for reading would change following cataract surgery. He stated that now he uses readers and that for a long period of time he had problems reading and focusing.